Event description:
Related to MFR report# 2183959-2011-00433. It was reported that, "on or about (B)(6) 2005," a perigee system with intepro was implanted to for "stress urinary incontinence." "After, and as a result of the implantation of the medical devices, " the pt allegedly "suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, dyspareunia, and other injuries," including "significant mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.